Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experience low blood glucose. Customer¿s blood glucose level was 37 mg/dl. Customer stated that sensor glucose reading on their phone was 40 mg/dl. Customer stated that they did not hear alarm go off on their phone. Customer was assisted with troubleshooting for audio alert. Customer stated that audio setting are on in the guardian connect app and volume was set to 5. Customer declined the troubleshooting for low blood glucose level. The device will not be returned for analysis.